Manufacturer narrative:
The units were not returned for evaluation. Therefore the incorrect assembly could not be confirmed. However the issue was confirmed on another complaint unit that was returned. An investigation was opened and actions are being implemented to prevent recurrence of complaint of this type. A device history record review was complete and documented that the device met all specifications upon distribution.

Event description:
After having difficulty with a pressure transducer, three additional units were primed and found to have the same problem. The pressure transducers allowed the fluid to run not only when the flush tab was pulled; the fluid ran continuously. The nurse remarked that the units did not look right to her; she noted that the pressure lines and flush lines seemed to be interchanged. They believe they are all the same lot number. The units were not used. There was no patient injury.